Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00x32mm promus element¿ drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and it was noted that the stent strut was lifted. The device was removed a whole all together and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR.: promus element ous mr 3.0 x 32mm stent delivery system was returned for analysis. A visual examination of the crimped stent identified no issues. The entire stent was checked for damage and no damage was noted. The stent showed no signs of damage or movement and was set equidistant between the proximal and distal markerbands. The stent outer diameter was measured and was within the maximum crimped stent specification indicating that there were no issues with the crimp stent profile. The balloon cones were reviewed and no issues were noted. The balloon had not been subjected to any significant positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. An examination of the inner and outer shaft polymer extrusion found no issues. The bi-component bond showed no signs of damage or strain. The tip was visually examined and no issues were noted. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a coronary artery. A 3.00x32mm promus element¿ drug-eluting stent was advanced to treat the lesion. However, the device failed to cross the lesion and it was noted that the stent strut was lifted. The device was removed a whole all together and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.